Manufacturer narrative:
No product was returned for evaluation. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. Based on the info received, the cause for the reported event could not be conclusively determined. The angio-seal instructions for use (IFU) cautions should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention. The angio-seal device IFU cautions the use of the angio-seal in pediatric pts, or others with small femoral artery size (<4mm diameter). Small femoral artery size may prevent the angio-seal anchor from deploying properly in these pts.

Event description:
It was reported following a percutaneous procedure, the physician tried to deploy a abbott perclose proglide device in the right femoral arteriotomy but it failed. He then re-wired the perclose to deploy a 6 fr angio-seal vip device and he did get hemostasis with the device. The next day, the pt complained of numbness in the right leg. The pt was taken to the operating room (or) for removal of the device. The pt recovered from surgery and has been discharged. The sales rep states that the right common femoral artery was small in diameter (4mm).